Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming from the cartridge. There was no impact to the customer's blood glucose level. Reportedly, the supplies were changed and insulin delivery was resumed.